Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a damaged reservoir lock; the reservoir lock was detached and the customer had to tape the reservoir into the device. The patient's blood glucose at the time of incident was 9.3 mmol/l. Troubleshooting was initiated for the physical damage and no specific events were cited in relation to the damage. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.